Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report (e2000003). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2000003 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The product was returned. Haptic and optic damage was observed. The damage appears to be caused by a post of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Lens damage was observed. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported an intraocular lens (iol) with a scratch. The procedure was completed with a backup lens. Additional information was requested.